Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during review of the components of the equipment, it showed a fracture of the device. This event was detected in the area service center. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product codes: dzi, erl, hbe. Device is an instrument and is not implanted/ explanted. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A product development evaluation was completed: the device was received broken at the lower part of the shaft of the dura guard; the tip was broken off as complained. Mishandling could lead to breakage (too much tearing, bending) or general wearing of the dura guard. No product fault was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of (B)(6) 2013 provided, but it is unknown if that is when device broke or when facility noticed that device was already broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.